Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that they were experiencing high blood glucose level 500 mg/dl. Customer stated that infusion set cannula was bend. Customer also stated that issue resolved by changing complete set. Device will not returned for analysis.